Manufacturer narrative:
Evaluation method. The lifevest device was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had lupus on her back. It was reported that the patient's skin was to the point where it has "fallen off" and is in too much physical pain to wear the lifevest. The patient consulted her physician who advised that it is ok to keep the lifevest off while experiencing skin outbreaks. The current medical condition of the irritation is unknown.